Event description:
Patient underwent resection of pilocytic astrocytoma in the posterior fossa . The hospital course was uneventful and the patient was discharged a few days later. The patient returned the next day with fever and pain. The patient was admitted and treated with antibiotics. Cerebrospinal fluid culture revealed enterobacter aerogenes infection. The patient was returned to surgery nine days later. There was minimal collection of purulent material in the epidural space, however there was significant collection in the subdural space. The graft to the dura was removed , and a new graft from the periosteum was sewn into place.